Event description:
It was reported via repair work order that the unit was having relay issues and possible board problems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit was having relay issues due to faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as evaluation results reported by customer determined the cpu board was having relay issues. Customer stated they performed repairs. Evaluation performed by customer.